Manufacturer narrative:
The reported device was received for evaluation. Visual inspection of the returned device noted that the reverse pedal is stuck in depressed position. Functional evaluation revealed that the reverse pedal¿s spring failed to recoil to the undepressed position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with failure to follow instructions. Factors that could have contributed to the reported event include a buildup of corrosion/debris from cleaning or chemical fluid ingress over time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy , the footswitch, ep-1, pedal style had a sticky pedal, it stayed down when the foot was taken off. The shaver would stay engaged until the pedal was released. The procedure was completed without surgical delay using a back-up device. No further complications were reported